Event description:
Reporter indicated that vns pt was scheduled for replacement surgery due to device migration. It was reported that the generator had migrated downward behind the pt's breast due to the pt's rapid growth and was causing discomfort to the pt. Excessive device migration could potentially cause a lead malfunction.